Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medical record number not shown in pyxis and message not crossing. A technical support specialist (tss) determined that the issue was caused by a missing "m" in the hl7 message header (msh) for admit discharge transfer and rde messages. Investigation confirmed that the his sent complete messages, but the pyxis interface server intermittently received them with the header missing. The issue was resolved by restarting the pyxis-his interface, after which messages were received correctly. The customer confirmed resolution and agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the mrn was not appearing in pyxis. The customer reported that messages were not crossing over to the pyxis console server, with the error message: "no mapping defined, dropping message. However, there were no delays or adverse events or injuries reported based on this event.